Event description:
Reportedly, a pacemaker could not be interrogated with the programming system on 5 (B)(6) 2020, despite several reboots of the tablet. The subject programming head could not be initialized, and a message stating that it was impossible to interrogate the pacemaker was displayed. After the battery of the tablet was removed, proper functioning was observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a pacemaker could not be interrogated with the programming system on (B)(6) 2020, despite several reboots of the tablet. The subject programming head could not be initialized, and a message stating that it was impossible to interrogate the pacemaker was displayed. After the battery of the tablet was removed, proper functioning was observed.